Manufacturer narrative:
Service was dispatched to the site for this event. A field service engineer (fse) replaced one aspirate probe which was "hitting the base" of the wash wheel to potentially interrupt wash wheel functions when the wash wheel lowered. The fse also replaced seals and o-rings in the wash and precision pumps of the instrument. The fse removed and cleaned the wash wheel. The fse cleaned the incubator belt track, recalibrated the incubator belt, and also verified all alignments along with ultrasonic settings. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. Hardware is the likely cause of this event, however, the fse did not determine a specific component which was the sole cause of the event.

Event description:
The customer reported that elevated accutni results, above the acute myocardial infarction (ami) threshold, and elevated ckmb results above the normal range of the assay. Were generated from a unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing of the patient sample on the same instrument re-produced the elevated accutni result while repeat testing on a second instrument produced lower accutni and ckmb patient results within the normal range of each assay. The erroneous accutni and ckmb results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with the result. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control performance was within the customer's established limits on the morning of the event for all levels and system checks performed during the timeframe of the event were within instrument specifications. There were no instrument error messages associated with this event. The sample was collected in a lithium heparin gel separator tube. The sample was centrifuged for five minutes at an unspecified rate. There was no unusual or problematic appearance with the patient sample. No other assays or patient results were in question as part of this event. The accutni and ckmb reagent/calibrator lots linked to this event were 218279/122817 and 220390/119344 respectively. The customer indicated that they had heard unusual noises on their instrument during a utility assay but the noise did not occur during any sample runs.